Manufacturer narrative:
The technician found that the siderail would still latch. However, the upper portion of the siderail was unstable and would move from side to side. He said that the siderail center weldment was broken. He replaced the siderail center arm and assembly to resolve the issue. Cause is unknown.

Event description:
Account alleged the siderail was broken.